Event description:
It was reported that the pump battery could not be charged. There was no information provided regarding the impact on the customer's blood glucose level. The customer decided not to return the pump since it was no longer under warranty and no further actions or outcomes were recorded.